Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 500 mg/dl. The customer said that they changed the set last nigh and he has been taking bolus after bolus and it would not come down. The customer stated that he knows he has a lot of scar tissue but he does not know where else to insert the set. The customer was advised to monitor and use back up plan if blood glucose does not come down and call his health care provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.